Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that black foreign materials were observed in the fill port caps of eight (8) 1000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags. This issue was identified prior to drug mixing. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to d10, h3, h4 and h6. H10: nine (9) actual samples were received for evaluation. Unaided visual inspection was performed which observed a loose dark particulate matter on the outer thread area of the fill port caps of 2 samples only. The reported condition was verified in the 2 samples; however, was not verified for 7 samples. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.